Event description:
Davinci robot was docked to patient and procedure was underway. Patient was scheduled for robotic assisted hysterectomy with bilat salpingo-oophorectomy, sacrocolpopexy, sling placement, and cystoscopy. Dr. Attempted to use bipolar maryland robotic instrument, however the instrument was not cauterizing/burning. Tried to troubleshoot the issue by getting a new bipolar cord, as well as new robotic instrument and neither new pieces of equipment were working. Davinci rep also came to room to attempt to troubleshoot the issue but was unable to do so. Case was then stopped. Manufacturer response for davinci robot x erbe unit, erbe (per site reporter).